Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) - improper or incorrect procedure or method - off label use. The instructions for use state under indications for use, the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of pts who have undergone diagnostic or interventional catheterization procedures using 5 to 8f sheaths. The device was deployed out of sequence. The operator is instructed to deploy the foot by lifting up the lever on top of the handle and then deploy the needle plunger by pushing on the needle plunger assembly.

Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted venous closure of the right femoral vein after an interventional procedure. Reportedly, after deploying the needle plunger, the foot would not park to be deployed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: "it was documented in the (patient) record that there was no hematoma." No additional information provided.